Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting of both bipolar yaw pulleys in the space between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was observed to have melted plastic at the distal tip near the jaws. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected during reprocessing in sterile processing where the damage was noted at the beginning of reprocessing. There was no observation of arcing or reported patient injury during the prior procedure in which the instrument was last used.